Manufacturer narrative:
(B)(4). Unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25, replace battery alerts, low battery alerts and replace battery now alarms in the pump trace download. The power management tool confirmed power error 25 was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons, faded serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm and power loss alarm. The customer's blood glucose level was 7.7 mmol/l at the time of incident. The customer did not received any low battery alert's prior to replace battery now alarm. The insulin pump will be returned for analysis.